Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report # 2916596-2020-03126. It was reported that the patient experienced a persistent driveline faults shortly after implant that persisted while the patient was in the intensive care unit. Upon cycling power and putting the patient on batteries, the alarm appears on the monitor exclusively. According to the log files drive line power faults were noted. Considering this was a new implant, there was a possibility of debris on the modular cable connector or the controller connection. The patient's primary system controller and modular cable were exchanged by the cardiovascular surgeon. The alarm resolved post-exchange and no additional alarms have been reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed and reproduced during the evaluation of the returned system controller (B)(6); however, the returned modular cable was functionally tested and was found to function as intended. A full functional test was performed, and the cable passed all steps. The investigation did not identify a correlation between the reported driveline power fault alarm and the returned modular cable. The device history records was reviewed for modular cable lot # 7335417 and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.